Manufacturer narrative:
Reassessment of the reported event, it was determined product to be not related and not reportable to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - arcom 28mm rngloc lnr 10deg23/ pn 11-105913/ ln 278520, m/h radial 3-hole shell 52mm/ pn 12-104152/ ln 403020, 28mm dia cocr mod hd +3mm nk/ pn 163663/ ln 225440. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02601, 0001825034-2017-02602, 0001825034-2017-02604.

Event description:
It was reported that patient had a revision approximately eight years post operative due to unknown reasons. Attempts have been made to obtain additional information; however no information is available at this time.